Event description:
A report was received that the patient had difficulty charging ipg and discomfort at the pocket site. The patient underwent a revision wherein ipg was relocated. It was reported that there was loose skin and battery movement and rotation in the original pocket. The patient was doing well post operatively.